Event description:
It was reported that the customer received a motor error alarm. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement tests. However, the insulin pump was received stuck in the motor error lop during bolus/basal delivery. Unable to confirm error alarm due to erased history file cause by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case on display window corners and minor scratches on lcd window.